Manufacturer narrative:
Additional follow up received from the physician (B)(6), 2010. The physician reported information as of the patient's two week follow up medical examination, following the hta procedure dated (B)(4), 2010. The patient burn is healed and is no longer visible. There is no longer a size, severity and location of the burn to report.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2010. According to the complainant, a fluid loss alarm was generated on the console unit three minutes into the ablation phase of the procedure at a rate of 1 cc/minute. No cervical leak was visualized following the first fluid loss alarm message. At six minutes into the ablation phase, a second fluid loss alarm occurred at a rate of 5 cc/minute. At this time, the physician noticed a small cervical leak on the posterior side of the cervix. A tenaculum stabilizer had been applied at the 12 o'clock position throughout the procedure. The physician applied two additional tenaculums at the 3 o'clock and 6 o'clock positions following the second alarm. The physician dilated the patient's cervix to 8 mm. The physician resumed the procedure and completed the hta case. After the hta procedure was completed, the physician noticed a first degree burn, approximately the size of a dime, located on the posterior portion of the patient's cervix. The burn was described as superficial and the physician cauterized the area using silver nitrate as treatment. In addition, the patient is reported to have a patulous cervix and had a dilation and curettage procedure performed two weeks prior to the hta case. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The product has not been returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, a fluid loss alarm was generated on the console unit three minutes into the ablation phase of the procedure at a rate of 1 cc/minute. No cervical leak was visualized following the first fluid loss alarm message. At six minutes into the ablation phase, a second fluid loss alarm occurred at a rate of 5 cc/minute. At this time, the physician noticed a small cervical leak on the posterior side of the cervix. A tenaculum stabilizer had been applied at the 12 o'clock position throughout the procedure. The physician applied two additional tenaculums at the 3 o'clock and 6 o'clock positions following the second alarm. The physician dilated the patient's cervix to 8 mm. The physician resumed the procedure and completed the hta case. After the hta procedure was completed, the physician noticed a first degree burn, approximately the size of a dime, located on the posterior portion of the patient's cervix. The burn was described as superficial and the physician cauterized the area using silver nitrate as treatment. In addition, the patient is reported to have a patulous cervix and had a dilation and curettage procedure performed two weeks prior to the hta case. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.